Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated field(s): h2, h6, h11. Correction to d7a from yes to no. The device was not returned to olympus for inspection; therefore, the report failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 3-lumen extraction balloon v balloon exploded inside a patient due to a laceration from a stone. The issue occurred during a therapeutic bile duct stone extraction. There were no reports of patient harm.